Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 04-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 2mg/ml via an implantable pump. It was reported that there was a potential catheter obstruction lead to in ability to aspirate. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Attempted catheter aspiration for dye study during the procedure which lead to a revision of the pump segment only. The physician left partial spine segment of original catheter in tact after observing cerebrospinal fluid (csf) flow. Attached new pump segment of 8781 to resolve issue. The issue resolved at the time of this report.